Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts are being made to have the product returned for evaluation. This report will be updated, when the investigation is complete.

Event description:
Allegedly patient revised due to fall and surgeon notice "pitting".